Event description:
The cause of the low flow alarms was determined to likely be dehydration and hypertension. The alarms resolved and the patient was reportedly stable. The infectious workup was negative.

Manufacturer narrative:
B5: additional information h6: codes, corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow hazard alarms which the account attributed to dehydration and hypertension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of dehydration, hypertension, and dizziness could not be conclusively established through this evaluation. The controller event log file contained events from 21aug2024 and 22aug2024, per the timestamps. Two, transient low flow hazard alarms were captured on (B)(6) 2024. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. Section 1 of the IFU, ¿introduction, lists hypertension as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 6 of the IFU, "patient care and management", lists hypovolemia as a potential late postimplant complication. This section also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. The heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency room with complaints of dizziness and low flow alarms. Their mean arterial pressure (map) was 102 on arrival. The patient received hydralazine by mouth and fluid. They were also being worked up for a possible infection. Log files were sent for review. The log file captured low flow events on 22aug2024. There are also several low flow flags which did not persist long enough to trigger an alarm. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.